Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a patient received burns during a procedure in which the generator and return electrode were in use. The initial report indicated a non-medtronic cable/handpiece was believed to be the cause of the burns. The patient received a temporary injury but no additional details were provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.